Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following: (B)(6) is a hematopoietic stem cell transplant patient who uses an infusion pump to maintain infusion, and an extension tube is added to connect the right intracervical cvc catheter for infusion. 16:00 pm rounds found that the patient's right shoulder clothing wet, check the right neck cvc positive pressure connector and extension tube.

Manufacturer narrative:
A mz1000 china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot: 24015459. The feedback provided by the customer suggests leakage was detected from a crack during the usage of a maxzero product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015459 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.